Event description:
Infant prone on radiant warmer. Mother stated warmer overheated, and the heater turned bright red. She placed her hand under it and it felt very hot. She noticed a red mark across infant's back above the blanket line. She notified rn staff who turned the warmer off. Within a few minutes the red mark faded, and within a half hour the red mark was gone. Red mark appeared sunburn-like and was warm to touch.======================manufacturer response for radiant warmer, giraffe (per site reporter).======================met with ge and ge feels that staff knowledge could have been a factor in the use of this equipment.